Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, the reported single leaflet device attachment (slda) was due to challenging anatomy and procedural conditions. The reported medical intervention was a result of case specific circumstances as an additional clip was implanted to stabilize the slda clip. The reported poor image resolution was due to excessive shadowing from the rotated anatomy therefore due to procedural conditions. It should be noted that the in the mitraclip system g4 u.s. Instruction for use (IFU) warns ¿do not use the device if damage is detected¿. Based on the information reviewed, the reported improper or incorrect procedure or method (use after damage) was due to the user deviating from the IFU by using the device after damage was detected; however, the user error did not influence the reported event. The investigation determined the material separation of the gripper cap and gripper lever latch appear to be related to a potential product issue. This issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring an additional clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During preparation, the gripper lever latch broke and gripper cap (without tactile mark) simultaneously popped off on initial retraction. The cap was able to be put back on. Imaging was challenging during the procedure due to excessive shadowing from rotated anatomy, calcium, and small left atrium resulting in low transseptal puncture. The clip delivery system (cds) was advanced to the mitral valve and the clip was placed. After the clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). An additional clip was implanted for stabilization, reducing the mr to 2. No additional information was provided.